Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Summary of event: as reported, a micropuncture transitionless access set was opened and placed on the sterile field. The nurse noticed that there was a hair attached to the bottom of the micropuncture tray. The hair was taped to the tray, and the tray was kept for investigation. The table was re-draped, and a new micropuncture kit was used. There were no adverse effects to the patient due to this occurrence. Investigation evaluation: a review of the complaint history, device history record, manufacturing instructions, and quality control procedures was conducted during the investigation. A visual inspection of the complaint device was also conducted. One prior-to-use mpis-402-nt-u-sst was returned to cook for investigation. A hair was noted on the tray. A document-based investigation evaluation was performed. One relevant non-conformance was noted; however, affected product was re-worked. There are 100% inspections in place to capture this non-conformance. There have been no additional complaints on the lot. The product IFU states ¿sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the return device suggests that there is evidence the complaint device was manufactured out of specification. As adequate inspection activities have been established and there have been no other lot-related complaints received from the field, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the main cause of this failure is manufacturing/quality control related. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: postal code: (B)(6) occupation: nurse unit manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a micropuncture transitionless access set was opened and placed on the sterile field. The nurse noticed that there was a hair attached to the bottom of the micropuncture tray. The hair was taped to the tray, and the tray was kept for investigation. The table was re-draped, and a new micropuncture kit was used. No adverse effects to the patient due to this occurrence.